Manufacturer narrative:
Device serial number unavailable. UDI not available for this system. No 510k provided as system is unknown. Other relevant device(s) are: product ID: 960-537, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the support arm had an anomaly of fixation. Another support arm was used. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: lot number for product ID: 960-537 is 4130/317314. The articulating arm was returned to the manufacturer for analysis. Analysis found that the instrument end of the returned articulating arm was stiff and would not lock. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the service and repair team confirmed that the support arm could not be fixed. The cause of the reported issue was unknown.